Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 500 au chemistry analyzer and identified the probable cause as use error. The customer was not performing maintenance, and the probe cleaners were not filled correctly. Instrument maintenance was correctly performed to resolve the issue. The lab technician stated that the patient was treated based on the erroneous result and was then chronically low for na. The patient was treated, and sodium levels were restored to 129 mmol/l. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 500 au clinical chemistry analyzer. The customer reported that one patient was hospitalized due to the low sodium results. The customer received treatment. No further harm to the patient was reported. The customer did not provide patient demographics. The customer provided data for sixty-five (65) patient samples; however, it is unknown which resulted in the hospitalization.